Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients device was damaged and broken. It was stated that there were pieces of the device that needed to be removed. It was also noted that the ipg had migrated closer to the skin and was sticking out. Another is that the patient was experiencing discomfort, loss of stimulation and telemetry error. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.